Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR for the time period (B)(4) 2010 through (B)(4) 2012. The pulsar generator was received in poor condition with lower case cart gouges below the side vent and peeling finish. The unit delivered rf energy correctly into the fixed resistors. However, during testing with a split-foil return pad in saline media, the unit stopped delivering energy with no error message. Since the f5 fault was generated at a time other than during a boot during the last week of use, it is assumed the reason for return. Shielded cables between the rf controller pcba and dc power supply failed testing: the rn5 resistor network allows the controller to monitor relay activity. Rn5, pin 2 was not completely soldered to the board, leading to ¿improper relay configuration ¿warnings being generated. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use. End of report.

Event description:
It was reported there were frequent error messages. The staff in the room have had to reboot during cases on a fairly regular basis.